Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerport duo MRI attached to a catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the identified material protrusion and fluid leak issue as one of the two port septa was partially dislodged and upon infusing the port, leak was noted from the partially dislodged septum. Further during functional evaluation both the scientific guidewire and pin gauge was inserted into each lumen of the port stem without any issue. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event are unknown. Per evaluation, this condition was caused during the manufacturing process, and the cause of the observed material protrusion was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2020), g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the device allegedly failed in power injection. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2020.

Event description:
It was reported that during a port placement, the device allegedly broke. There was no reported patient injury.